Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection internal and external was performed, confirming no issue was detected with the grip and pitch cables. Additional unrelated observation not reported by site: the instrument was found to have a dislodged instrument bearing. The instrument housing was removed and found the life indicator bearing dislodged from its expected location. The instrument was found to have a dislodged life indicator. The housing was removed and inspection found the life indicator dislodged from its proper position. The life indicator input disk does not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.